Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a bronchoscopy procedure performed on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for a stricture associated with a malignancy. The stricture was not dilated prior to the stent placement. During the procedure, a guidewire was positioned across the stricture via a rigid bronchoscopy. The stent system was inserted into the patient and the stent was deployed. The position of stent was confirmed using an image intensifier (x-ray). The physician encountered difficulty when withdrawing the delivery catheter through the stent; it was reported that the catheter seemed stuck. The rigid bronchoscope was then reinserted into the patient to visualize the stent. The physician observed that metal wires of the stent had broken and the stent had separated into two pieces. The delivery catheter was able to be removed prior to removing the stent. It was noted that the stent was not post dilated. Both sections of the stent were removed from the patient. The stent wire fragments that remained in the patient were removed with forceps and through flushing. The procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.